Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "ruptured iab."multiple" drain task incomplete alarms were issued prior along with 1 helium loss. Blood or condensation "was not" present in the driveline". The iab was removed and not replaced as the patient was stable off therapy. No patient injury or consequence. The patient's current status is reported as "fine". Please see associated MDR# 3010532612-2024-00620.

Event description:
It was reported "ruptured iab."multiple" drain task incomplete alarms were issued prior along with 1 helium loss. Blood or condensation wasnot present in the driveline". The iab was removed and not replaced as the patient was stable off therapy. No patient injury or consequence. The patient's current status is reported as "fine". Please see associated MDR# 3010532612-2024-00620.

Manufacturer narrative:
(B)(4). The reported complaint of "ruptured iab" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.